Manufacturer narrative:
Product event summary: the distal segment of the lead was returned and analyzed. Analysis was performed and no anomalies were found/ visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead and it could be advanced. When it was replaced with j stylet, it had resistance in insertion at the bending portion of superior vena cava (svc) and could not be inserted into the lead tip. Attempts were made to insert into the lead with all types of hardness of j stylet, but the stylets were delivered to almost middle of the lead. The placement of the ra lead was abandoned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.